Manufacturer narrative:
Device evaluation: the device was subjected to external and internal visual inspection, as well as functional testing. The device operated per specification. Based on the results of the investigation, the reported issue was not confirmed. (B)(4).

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a button on the patient therapy controller (ptc) is not responsive unless the device is plugged into a wall charger and unplugged. There were no patient effects reported, and the device was returned for evaluation.